Manufacturer narrative:
Investigation result of guidewire distal tip detached, exposing the tip of the metal corewire. Investigation results: a visual evaluation of the returned guidewire revealed that the tip of the guidewire was detached, exposing the corewire by approximately 5.0cm. The tip of the metal corewire was exposed. Sanding marks were found on the corewire. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during the manufacturing process. There was no evidence of corewire fracture. The complaint is not consistent with the returned guidewire since the tip was detached and the tip of the metal corewire was exposed. Based on all gathered information, the investigation fails to determine a definite root cause. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography through choledocholithiasis procedure performed on (B)(6) 2015. According to the complainant, during preparation, the tip of the device peeled. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed on february 22, 2016 that the distal tip was detached, exposing the tip of the metal corewire.